Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Couldn't breathe [dyspnoea]. Started panicking [panic reaction]. Choking: throat [choking]. Sore throat [oropharyngeal pain]. Croaky voice [dysphonia]. Scratched throat [throat irritation]. Asthma attack [asthma]. Cutting all the inside of my mouth/cheek [mouth injury]. Brush head got lodged in my throat [foreign body in throat]. Brush head got lodged in my throat: oral-b [device breakage]. Case narrative: the consumer e-mail stated that the toothbrush head spun off and became lodged in their throat. This caused them to panic, and they were unable to breathe, which led to choking and triggered an asthma attack. They managed to make themselves sick to dislodge the toothbrush head. As a result, they experienced a sore throat for a few days, a croaky voice, cuts inside the mouth, and a scratched throat. No serious injury was reported.

Manufacturer narrative:
On 11-dec-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Couldn¿t breath [dyspnoea] started panicking [panic reaction] choking - throat [choking] sore throat [oropharyngeal pain] croaky voice [dysphonia] scratched throat [throat irritation] asthma attack [asthma] cutting all the inside of my mouth/cheek [mouth injury] brush head got lodged in my throat [foreign body in throat] brush head got lodged in my throat - oral-b [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: the consumer e-mail stated that the toothbrush head spun off and became lodged in their throat. This caused them to panic, and they were unable to breathe, which led to choking and triggered an asthma attack. They managed to make themselves sick to dislodge the toothbrush head. As a result, they experienced a sore throat for a few days, a croaky voice, cuts inside the mouth, and a scratched throat. No serious injury was reported. Follow-up (product investigation results) (13-11-2025): product investigation result for the suspects oral-b refill was received. The refill similar to eb20ab was a counterfeit. The oral-b logo of received refill was not according to specified artwork and can be scratched away. Cause of failure was counterfeit refill. Based on investigation results, "no manufacturing cause" and "no design issue" was identified. No serious injury was reported. Follow-up (product investigation results) (11-12-2025): the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Event description:
Couldn¿t breathe [dyspnoea], started panicing [panic reaction], choking - throat, sore throat [oropharyngeal pain], croaky voice [dysphonia], scratched throat [throat irritation], asthma attack, cutting all the inside of my mouth/cheek [mouth injury], brush head got lodged in my throat [foreign body in throat], brush head got lodged in my throat - oral-b [device breakage], product counterfeit - oral-b [product counterfeit]. Case narrative: the consumer e-mail stated that the toothbrush head spun off and became lodged in their throat. This caused them to panic, and they were unable to breathe, which led to choking and triggered an asthma attack. They managed to make themselves sick to dislodge the toothbrush head. As a result, they experienced a sore throat for a few days, a croaky voice, cuts inside the mouth, and a scratched throat. No serious injury was reported. Follow-up (product investigation results) (13-11-2025): product investigation result for the suspects oral-b refill was received. The refill similar to eb20ab was a counterfeit. The oral-b logo of received refill was not according to specified artwork and can be scratched away. Cause of failure was counterfeit refill. Based on investigation results, "no manufacturing cause" and "no design issue" was identified. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text: pending investigation.